Event description:
Stryker avaflex curved balloon kit (item 1031-120-000) was used for a lumbar (l3) kyphoplasty/vertebroplasty. This procedure was performed with support staff from stryker present. The curved cannula was inserted into the vertebral body through the introducer cannula and directed across the vertebral body from left to right. Cement was injected into the vertebral body with intermittent retraction of the curved cannula. The cannula was then readvanced across the vertebral body to access the contralateral superior endplate, where more cement was injected. At this point, the curved cannula became stuck within the vertebral body and could not be removed with standard traction. When attempting to pull the curved cannula out with firm traction, then handle broke off of the nitinol shaft. Attempts to grasp the nitinol shaft with a hemostat resulted in fragments of the shaft breaking off. Ultimately, the curved cannula had to be abandoned within the vertebral body and pedicle of the patient by performing a surgical cut down / blunt dissection to the posterior aspect of the pedicle and cutting the cannula with wire cutters just outside its exit point from the pedicle. FDA safety report ID # (B)(4).